Event description:
The customer reported that the patient's heart rate was between 90 and 100. His heart rate suddenly dropped to less than 40. The customer said that no alarms were heard. When the nursing staff noticed the low heart rate, they attended to the patient. The patient expired some time after the incident, but it is not known if the incident contributed to it. The patient was a do not resuscitate patient.